Event description:
Caller reported that the t: slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The issue was resolved when different charging supplies, specifically the tandem wall adapter and tandem charging cable, were used. Technical support sent replacement charging supplies via two-day shipping, and the pump began charging with these supplies.